Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented through merlin.net transmission, intermittent ventricular undersensing due to variable r-wave amplitude and oversensing was observed. High capture threshold and a sharp decrease in r-wave amplitude was noted since implant. Lead dislodgement was noted on x-ray. Lead repositioning was unsuccessful so the lead was explanted and replaced. Patient tolerated the procedure well.